Manufacturer narrative:
Plant investigation: the power supply was returned to the manufacturer for physical evaluation. Power supply was returned with signs of heat damage on the hot (black wire) terminal of the power plug. There are no other discrepancies found on the returned power supply. Install power supply (as-received condition) onto a test machine for testing. No problems during the initial power up. A rinse program completed without problems. Dialysis mode functioned properly without failures. The self-test program completed without failures. The power supply (as-received condition) functioned properly during testing. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a short circuit due to excessive current flow on the hot terminal of the power plug.

Event description:
A biomedical technician (bmt) contacted technical support and informed a technical support technician (tst) that a 2008t machine not powering up completely. Follow-up information obtained via phone call: the bmt confirmed that the machine has been returned to service, after replacing the power supply. Moisture in the cabinet from the humidity of the machine caused the power supply to malfunction. Upon further investigation, thermal damage was found on the power plug of the power supply. There was no patient involvement or adverse event reported. Upon physical evaluation of the power supply by the manufacturer, it was identified that heat damage was observed on the hot (black wire) terminal of the power plug.